Event description:
A 3.0 mm diameter x 30 mm length endeavor mxii drug-eluting coronary stent system was implanted into a pt for treatment of lad artery. The vessel morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the pt had five endeavor drug-eluting stents successfully implanted, three implanted in the lad, two implanted in the circumflex. It was reported that within 24 hours the pt had a sub acute stent thrombosis within the 3.0 mm x 30 mm length endeavor stent. Another MFR's drug-eluting stent was implanted to treat the occlusion. No add'l clinical sequelae were reported and the pt is reported to be fine.

Manufacturer narrative:
.